Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information has been requested, but not provided. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. Unable to duplicate reported event.

Event description:
A medtronic representative reported that during a spinal surgery, the o-arm imaging system was connected to s7 stealthstation navigation system to take 3d images but the s7 camera did not verifythe tracker on the left side of o-arm. Ias (image acquisition system) application was restarted without resolution. Both o-arm ias and mvs (mobile viewing station) were rebooted which resolved the issue. 3d images were taken and system worked normally without any issues. The procedure was completed using the o-arm system. No patient injury was reported. The sales rep was present during the case. There was a 20 minute delay while this issue was being resolved. No impact on patient outcome.